Event description:
Customer reports that a catheter was obstructed during heart surgery, but there was no injury to the pt.

Manufacturer narrative:
Product was received on 03/24/2008 and is under evaluation. Upon completion of the evaluation, a supplemental report will be filed.